Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a treadmill test, the patient's heart rate went up to a certain point but then it wouldn't climb any higher. The device's rate response was adjusted. Following this, it was reported that patient's heart rate would increase with minimal activity. The device remains in use. No further patient complications have been reported as a result of this event.